Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported that during a procedure for the correction of a jaw deformity, the head of the screw could not be grasped. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. Complaint history for 915-2200 lot 849900 was reviewed and there is a complaint rate of 1.3% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.